Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak during a perm implant procedure on (B)(6) 2021. The physician was unable to place the lead and the lead was removed. The physician performed a blood patch. Post-operatively, the patient had pain in their knee and steroids were adminstered. The patient is recovering.

Event description:
Additional information received stated that the patient has recovered and they are doing well.

Manufacturer narrative:
A3 date of birth added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.